Event description:
The account reported the intellidrive goes backward when pushing the handle forward. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The account replaced the power assist gauge board and the problem returned. Hill-rom technical support troubleshot the issue with the account and found the intellidrive push handle switch is shorted. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that your perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Transport handles zero (intellidrive transport system): refer to "throttle check (intillidrive transport system)". A search for the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through and 2012. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the intellidrive handle switch assembly to resolve the issue. Based on this info, no further action is required.